Manufacturer narrative:
Literature citation: (B)(6) et al "clinical evaluation of balloon kyphoplasty 1 year (or more) postoperatively" a2: mean age was 82.5 years (71-93 years) gender: 6 male and 13 female. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that 19 patients underwent balloon kyphoplasty. Treated levels were l1 (11), th12 (7) and l3 (1).post operatively, two patients complained of serious pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.